Event description:
It was reported a filter leaked at the small disc area while infusing tpn at 10ml/hr via a 5 french uvc. A note attached to the received product stated the rn noticed a small puddle, a different smell, and that the filter was wet. The tubing had been changed on (B)(6) 2018. The customer stated lipids were not in this line, however in addition to the tpn, the other medications infusing were lipids at 1ml/hr, milrinone at 0.42ml/hr, and morphine at 1.2ml/hr. Although requested, no further details or information were received regarding this event. There was no patient harm.

Event description:
The product was received with a note stating the rn noted a smell, small puddle, and that the filter was wet. Tubing and filter were changed.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information: "current age"- 27 days. Diagnosis- cdh, "premie". 5 fr uvc (umbilical venous catheter), placed on (B)(6) 2018. Gestational age: (B)(6). Infusion rates: tpn 10/hour, lipids 1 ml/hour, milrinone 0.42/hour, morphine 1.2/hour. Prn pain medications: "gent", hydrocortisone, zosyn, "vanco".

Event description:
The customer reported a filter used for tpn leaked at the small disc area. Lipids were not in this line. The tubing had been changed on (B)(6) 2018. Tpn was infusing at 10/hour. There was no patient harm.

Event description:
It was reported a filter leaked at the small disc area while infusing tpn at 10ml/hr via a 5 french uvc. A note attached to the received product stated the rn noticed a small puddle, a different smell, and that the filter was wet. The tubing had been changed on (B)(6) 2018. The customer stated lipids were not in this line, however in addition to the tpn, the other medications infusing were lipids at 1ml/hr, milrinone at 0.42ml/hr, and morphine at 1.2ml/hr. Although requested, no further details or information were received regarding this event. There was no patient harm.

Manufacturer narrative:
The patient was an infant. The customer report of a leak at the small disc area was confirmed. Visual inspection observed yellowish colored dried fluid residue around and within the filter. Functional testing was performed; fluid was observed to be leaking from the vent of the 0.2 micron ped filter. The root cause of the leak was an oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).